Event description:
The customer reported being hospitalized for high blood glucose of over 600mg/dl. The customer stated while she was testing in a medical facility, her infusion set was disconnected. The customer was not receiving any insulin, and she was not aware, which caused to increase her blood glucose. Troubleshooting was performed. The alarm history revealed a no delivery alarm. Ran a fixed prime test, and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.